Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes of noise resulting in oversensing, pacing inhibition and a syncopal episode in this pacer dependent patient. The noise is present on all three channels. The guidant representative was able to reproduce noise on the atrial channel by having the patient press her hands together. They are unable to reproduce noise on the ventricular rate/sense or shocking channel. All lead measurements are stable and within normal limits. The atrial lead and device were explanted and a new lead and device were implanted. Guidant received additional information following explant of the device and atrial lead, this right ventricular continued to exhibit oversensing of noise that resulted in pacing inhibition. This lead was also explanted and replaced.